Event description:
Hcp reported that the pump was implanted beyond the expiration dated of the product. Hcp reported that they are not aware of any problems since implant or any signs of infection. Hcp reports that the patient's pump will be running at a very low rate so a slight decrease in longevity will probably not be an issue.